Event description:
I have mentor smooth cohesive gel implants after breast cancer mastectomy. I have multiple types of new skin rashes, night sweats, weight gain, joint pain, edema, pulmonary function test abnormal, chest pain, thyroid disease. I feel much older than (B)(6) and I feel explanting would correct many of my symptoms. I am awaiting testing and help medical community. FDA safety report ID # (B)(4). Multiple systemic problems.